Event description:
On february 5, 2008, the lay pt contacted lifescan (lfs) alleging her one touch ii meter displayed the clean test area message. The medical affairs specialist (mas) spoke with the pt's daughter on february 26, 2008 and obtained add'l info included below. The daughter said, the pt takes a set dose of insulin daily; she did not know the insulin name or dose. During the couple week to month period, the pt was unable to obtain a reading on the reported meter, the pt continued to take her usual daily dose of insulin and ate as usual. The daughter did not the recall the specific date during this time period, when her mother became delirious and confused. The daughter took the pt to the ER where a low blood glucose result of 49 mg/dl. The pt was treated with oral glucose. The cca was unable to confirm whether the pt followed correct testing technique. The pt's products were replaced. The complaint is reported because the daughter alleges, the lfs meter displayed the clean test area message and the pt was unable to obtain blood glucose readings. The daughter claims the pt became delirious and received a hypoglycemic reading in the ER after taking insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.